Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus medical systems (B)(4) that the water supply volume parameter had failed, and residual liquid or foreign material came out of the air/water nozzle. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomena, and also found that the use of the subject device for the procedure in the presence of the foreign material could not be denied. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from omsi and similar past cases, omsc surmised that the clogging of the air/water nozzle with foreign material might be occurred because the accessory such as the injection tube of the subject device or a part of the silicone rubber products used in the endoscopy room at the user facility had been accidentally invaded into the subject device. In addition, it was surmised that the reported phenomenon was attributed to the following. - there was a difference between the reprocessing method performed by the user facility and the reprocessing method recommended by the instruction manual. - the staff of the user facility had not been trained sufficiently on the handling and reprocessing the subject device according to the instruction manual. If additional information is received, this report will be supplemented.